Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor did not hold despite correct application. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-2324bcc-1, suture anchor, biocomposite swivelock, batch 15335930, was received for evaluation. Visual inspection revealed that the anchor was detached from the device and wasn't returned for evaluation. The most likely causes of the reported failure are misaligned insertion and prying/leveraging the device during insertion.